Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a aq cartridge-fp and a msi-pm injector and upon insertion of the lens, both haptics were torn off. The lens was removed and another same model lens was inserted and a suture was required to close the incision.